Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore,¿an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: us complainant reported the automated impella controller (aic) had a controller error.

Manufacturer narrative:
The investigation for the reported console (aic) issue had an error. The aic was returned for evaluation and upon functional testing, the reported failure of controller error was confirmed. The console failed system self-check failure on boot-up -in the lab. Visual inspection of the pbm revealed corroded a corroded copper. Data logs were reviewed which revealed numerous pbm communication controller errors. The root cause for the numerous pbm communication controller error alarms was due to contamination of the pbm boards by leakage of electrolyte from super capacitors c69 and c70. D2-corrected common device name. D4-corrected model number. F6/f8 should have been left blank in the initial report.